Event description:
Info was rec'd that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter states, the pt's blood glucose was high with ketones present and they were unable to gain control despite bolus via pump and injections of insulin. At the hosp, they also had trouble lowering the pt blood glucose despite IV insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.